Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pre-discharge check. Upon interrogation, the right ventricular lead exhibited decreased r-wave measurements. The lead was repositioned. There were no patient consequences.